Event description:
Reporter alleged the customer obtained a result of 300-500 mg/dl on the advantage system compared back to back with a result of 70 mg/dl on the doctor' system when testing was performed within 10 minutes. Reporter stated that the customer was admitted to the hospital because of the variation in meter readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter declined providing contact information, so no return envelope was sent nor will product be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.